Event description:
It has been reported to philips that there was an issue with the wireless footswitch and the wi-fi indicator was red. The customer is currently using the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The customer ordered a wireless footswitch battery. There was no onsite service by philips. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Corrected data: updated codes based on investigation.